Manufacturer narrative:
Investigation summary no product or photo was returned by the customer. The customer complaint that the sample was unable to be flushed could not be verified due to the product not being returned for failure investigation. A device history record review for model mp5301-c lot number 23039110 was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. Due to no sample being received, an investigation could not be performed and a root cause could not be determined.

Event description:
It was reported that during use with bd maxplus¿ pressure rated extension set with needleless connector the tubing was clogged. Patient impact has not yet been able to be obtained. The following information was provided by the initial reporter: the port inside of the extension was not working properly. The tubing did not allow entry or exit. Ref# (B)(4) lot# 23039110.

Event description:
It was reported that during use with bd maxplus¿ pressure rated extension set with needleless connector the tubing was clogged. Patient impact has not yet been able to be obtained. The following information was provided by the initial reporter: the port inside of the extension was not working properly. The tubing did not allow entry or exit. Ref# mp5301-c . Lot# 23039110.

Manufacturer narrative:
B.3. Date of event: unknown. The date received by manufacturer has been used for this field. H.3. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.